Manufacturer narrative:
Per tandem's user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using fiasp insulin within the pump supplies. Tandem customer technical support informed customer that fiasp insulin is off label per the user guide. Customer performed a supply change to address occlusion. Customer¿s blood glucose level was 400 mg/dl.